Event description:
I live in (B)(6). In (B)(6) 2013, I bought and had a bruno stair-lift installed in my home by (B)(6) in (B)(6), for my wife who was on life support. The equipment failed the state safety inspection. Instead of a speedy repair, (B)(6) on a sleazy and unethical scheme of dealing with their bankruptcy reorganization proceeding which would have shield them from lawsuit and leaving unsuspecting clients with defective equipment, such as myself. During that whole time my family and myself had to struggle with my wife up and down those painful stairs adding pain and stress to my wife condition. Unfortunately, my wife died in (B)(6) 2013. Infuriated by their lack of business tactics, people skills and non-concerns to our needs I contacted (B)(6) and requested that they remove this defective equipment from my home and return my moneys in full. At first, they speak of returning all but the labor fee, however, I refused. In about (B)(6) 2013, the (B)(6) contacted me about having a repair part and sarcastically requested a date to perform repairs. I bluntly refused and demanded that he remove this equipment that is only causing added aggravation, pain and suffering to myself and family. I even contacted the office of bruno corp, who I reminded that it was his responsibility as the MFR and that of (B)(6) as the contractor to keep up with state and local law, however, his office decided to ignore my complaint. I am being bullied by both, bruno corp and (B)(6) in accepting an equipment my wife was never able to use because of no issues or our own, and which I no longer have any use for. If my wife would have used this equipment once we wouldn't have been having this discussion. Purchase date: (B)(6)2013. MFR address: american elevator corp, (B)(4).